Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual sample was received and evaluated. The root cause was determined to be ph out of specification resulting in p.m. Precipitation. A review of the manufacturing records was acceptable. A review of the complaint file confirms that one similar complaint was received for the batch. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that during therapy precipitation formation was noted in the tubing lines. There was patient involvement, but no injury or medical intervention was reported.